Event description:
The duett sealing device was deployed and a loss of pressure was experienced prior to procoagulant delivery. After examination it was determined the balloon had a radial and longitudinal tear. No adverse event resulted from this incident.